Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other six proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with seven proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, all seven proglide devices had cuff misses noted. The devices had been rotated with the foot open and were at the wrong angle at the time of deployment. Three additional proglide devices were successfully preplaced at each common femoral artery and were used to achieve hemostasis. A non- abbott device was used to stop non-pulsatile oozing in the left groin. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.